Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, it was reported that a beta bionics ilet user experienced difficulty locking the connector into the device during a supply change. The issue was resolved by replacing the connector with one from a different lot, and the supply change was completed successfully. There was no report of end-user harm or adverse event associated with this case.